Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial: (B)(6), product type: ; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac, serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller will not charge about 3 days ago. Patient stated that they tried resetting the controller and that did not resolve the issue. Patient assessed controller battery pack compartment and did not find any damage. Patient checked the battery pack golden compacts and referenced they saw signs of wear. Patient reinserted the battery then plugged the controller into the wall charger. Patient noted that the green light was not flashing on the controller. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Pt stated he received the li battery but that did not resolve the issue. Pt stated the controller will not power up when connected to ac power. Pt connected the controller to ac power w/o the li battery and pt reported the controller does not power up - pt verified the green light is on the ac plug. Pt tried aa batteries and the controller does power up. See request to re pair for the ac power cord attached.